Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced "symptoms" and that their heart will beat for a few beats "and then will stop and a few seconds later start beating again." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.